Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of an unexpected restart alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer reported alarm occurred spontaneously. The customer stated that the battery was about 4 weeks into the pump. The insulin pump has not been stored without battery, no depleted battery. The customer also fell into the pool a few weeks ago. The customer was advised to do self-test and call back.

Manufacturer narrative:
The pump passed all functional testing, including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No unexpected restart alarm was noted during testing. No moisture damage on the lcd board, mother board, interface board, keypad assembly, radio frequency, motor, vibrator motor or battery tube assembly noted during visual inspection. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.